Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The lot number reported by the complainant, 13795608, is not a valid lot number for the device upn. Therefore, the manufacture date and expiration date are unknown. (B)(4) stent blocked/occluded. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent occlusion due to tumor ingrowth, stent occlusion due to tumor overgrowth of stent ends, stent occlusion due to granulomatous tissue ingrowth and restenosis due to granulomatous tissue formation at stent ends are all known complications associated with the use of this device, and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted within the left bronchus on (B)(6) 2011 during a bronchoscopy procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a stenosis within the left bronchus post lung transplant. No visible issues were noted with the stent. On (B)(6) 2011, an ultraflex tracheobronchial stent was implanted within the left bronchus. On (B)(6) 2011, the patient returned for a follow up bronchoscopy procedure and tissue ingrowth was noticed within the stent. No intervention was performed to treat the ingrowth. According to the physician, over the past two years, tissue ingrowth was noticed within the stent and has "progressed abnormally" during this period of time. To date, the stent remains implanted within the patient and no further intervention has been provided. The patient's condition was reported to be stable following this procedure.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted within the left bronchus on (B)(6) 2011 during a bronchoscopy procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a stenosis within the left bronchus post lung transplant. No visible issues were noted with the stent. On (B)(6) 2011, an ultraflex tracheobronchial stent was implanted within the left bronchus. On (B)(6) 2011, the patient returned for a follow up bronchoscopy procedure and tissue ingrowth was noticed within the stent. No intervention was performed to treat the ingrowth. According to the physician, over the past two years, tissue ingrowth was noticed within the stent and has "progressed abnormally" during this period of time. To date, the stent remains implanted within the patient and no further intervention has been provided. The patient's condition was reported to be stable following this procedure.